Event description:
The customer's mother reported via phone call that the customer had a defective reservoir. The customer was setting up a new infusion set but was not able to push the plunger and have insulin pass through. The customer then felt that there was a leak at the bottom and noticed that one of the black o-rings was bent. The customer pushed the insulin back in and used a new reservoir. The customer's blood glucose was unknown. The customer was advised that the reservoir would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used reservoir, performed visual inspection and found 2nd o-ring out of groove. The reservoir was returned opened/used.